Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation lens was broken in the injector. The product not applied on the patient. No patient impact was reported.

Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11. The product was returned for analysis and damage was observed to the iol (intraocular lens). No cartridge was returned. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. Both haptics are bent/deformed and scratched/marked-rejectable. The optic is bent/deformed and scratched/marked-rejectable the edge of the optic is nicked/chipped/cracked-rejectable. We are unable to determine the root cause for the reported complaint lens was broken in the injector during implantation. Damage was observed to the lens. No cartridge was returned due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event in addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).